Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge and couldn't connect to the ins using the patient programmer or recharger. The patient could not feel stimulation. The patient had problems from the get go. The first time the patient tried recharging he had difficulty. Three months later he checked the ins and it was at 50%, and the patient recharged. He checked the ins after another three months and the ins was depleted. It was noted that the patient waited because he only used stimulation two or three times and the patient noted that the ins should not have drained so quickly. The patient stated that this ins didn't work as well as the previous devices. A recharge session was attempted and the reposition antenna screen was reported. Antenna locate was attempted followed by an attempted recharge session and this did not resolve the issue. No ins pocket issues were reported. The patient fell twice in 2016 on the side of the implant. The patient thought he fell before more than three months ago. The patient was to follow-up with a healthcare professional and it was noted that the patient had an appointment on (B)(6) 2016. The difficulty connecting with both the programmer and recharger, as well as the ins not working as well as previous devices occurred since implant. The lack of stimulation, and depleted ins began in 2016, about three months prior to (B)(6) 2016. The patient mentioned that these issues had made him depressed. It was noted that the patient also had hip problems on the same side as the ins.